Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of inflammatory response. There was no serious patient harm or injury. At this time, no medical intervention has been reported. Additionally, the device was returned to the third-party service center. There was no evidence of foam particles. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.